Event description:
It was reported that the screw became separated from the 24cm sp bayonet 1.2mm tip. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The service technician was able to confirm the reported event. The root cause was determined to be due to the pin/screw being dislodged. Based on information in the instructions for use and trending the maximum life of the device is approximately 20 uses and this typically occurs within one year. This device was over 3 years old and therefore had likely exceeded its maximum life. Based on the risk documentation, this could have resulted in the screw falling out. The device was scrapped at the manufacturer.

Event description:
It was reported that the screw became seperated from the 24cm sp bayonet 1.2mm tip. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.